Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was waterproof failure due to a pinhole at bending section cover. In addition to the information provided in describe event or problem, the connecting tube was dented. Angulation in the up direction was out of specification due to the worn angle wire. There was waterproof failure due to the distal end being dented. The light guide lens was broken. The electrical connector was corroded. The charge coupled device lens was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of the customer, a leakage from the bending part of an evis lucera bronchovideoscope during preparation for use. The unspecified diagnostic procedure was completed using another device. There was no delay in procedure or patient harm associated with this event. During inspection of the returned device, the coating on the connecting tube was peeling off. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by physical stress. The event can be detected and prevented by following the instructions for use (IFU) which state: ¿preparation and inspection: inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ ¿important information: please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.